Event description:
It was reported that this right ventricular (rv) lead recently exhibited elevated, out-of-range shock impedance (greater than 125 ohms). Boston scientific technical services (ts) was contacted and confirmed that the impedance had been increasing gradually since 2023. Ts recommended to continue with close remote monitoring. At this time, this rv lead remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy. This report is being sent to provide new information in sections h7 (if remedial act init, type) and h11 (additional MFR narrative).

Event description:
It was reported that this right ventricular (rv) lead recently exhibited elevated, out-of-range shock impedance (greater than 125 ohms). Boston scientific technical services (ts) was contacted and confirmed that the impedance had been increasing gradually since 2023. Ts recommended to continue with close remote monitoring. At this time, this rv lead remains implanted and in-service. No adverse patient effects were reported.